Event description:
Event description cpi received information that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD). The patient was unable to reproduce the oversensing with valsalva maneuvers or isometrics. Noise was noted on both the atrial and rate/sensing channel during an automatic capacitor reformation, which resulted in a > 3 second pacing pause in a pacemaker dependent patient.